Event description:
It was reported that the ventilator did not turn on. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not start. Identification of issue has been done by analyzing problem description. Service report and device¿s logs were not available for further evaluation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: not provided. Corrected manufacture date: 03/31/2010.

Event description:
Manufacturer's ref. #: (B)(4).